Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings of 509 mg/dl and they treated with manual injections of 2 units. Customer's blood glucose reading at the time of the call was 260 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. High pressure test was performed and passed. No device is being returned.